Event description:
It was reported that the gastrointestinal videoscope had an image fault with interference and lines. The event occurred at inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - phone number: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- image fault with interference and lines occurred due to damaged charged coupled device unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.